Manufacturer narrative:
Correction made to b5: there was no patient involvement (previously submitted as there was no report of patient injury or medical intervention associated with this event). Correction made to d1: brand name: ultrafilter hechingen (previously submitted as u9000 ultrafilter). Correction to d2a: common device name: subsystem, water purification (previously submitted as dialyzer, high permeability with or without sealed dialysate system). Correction made to d2b: classification code: fip (previously submitted as kdi). H10:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak from a u9000. The leak was observed while priming the set prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: . Should additional relevant information become available, a supplemental report will be submitted.